Event description:
It was reported that prior to surgery it was observed that the motor device was "running hot". The device was not used in surgery. There were no delays to a scheduled surgical procedure as an identical spare device was available for use. No injuries or medical intervention were reported. The date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. (B)(4) evaluated the device and the reported condition was duplicated and confirmed. Evidence suggests this was due to usage wear over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.